Event description:
The patient was revised because of loosening of the cup which was implanted in a somewhat vertical inclination. There was no bone ingrowth and fibrous tissue formed behind the cup. (B)(6) 2012 - litigation papers received. Due to allegations of pain, we have added the femoral head. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: the patient was revised because of loosening of the cup which was implanted in a somewhat vertical inclination. There was no bony ingrowth and fibrous tissue formed behind the cup. Update: 3/13/12 - litigation papers received. Due to allegations of pain, we have added the femoral head. There is no new additional information that would affect the investigation. Doi: (B)(6) 2008 - dor: (B)(6) 2008 (left hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.